Event description:
Customer reported a set was leaking from the proximal port, stating primary was infusing at 75mls/hr, and leaked "out of the connection port we connect piggyback tubing to or could give an IV push med through", with the top of the pt's bed found soaked. The nurse assumed the tubing was not screwed in all the way, but after checking found that the fluid was actually coming out of the port. No harm to pt and no medical intervention reported. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The customer report of the set leaking from the proximal/upper port could not be confirmed due to the product was discarded and was not returned for failure investigation. The root cause of this failure could not be identified.